Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704, trade name (B)(4), active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 30 oct 2020 was reviewed. On (B)(6) 2015, the patient had a left total knee arthroplasty to address left knee osteoarthritis. On (B)(6) 2019, the patient had a left knee revision to address pain and tricompartmental hypertrophic osteoarthrosis. There was loosening of the tibial tray at the cement/implant interface. It should be noted that the medical records were difficult to read as the wording was illegible in places. Doi: (B)(6) 2015, dor: (B)(6) 2019, (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a previous DHR review on legacy complaint (B)(4) did not reveal any related manufacturing deviations or anomalies.